Event description:
A surgeon reports that one day postop, a metallic appearing foreign material was seen on the intraocular lens. The pt was not having any problems. The surgeon attempted to irrigate the foreign material off, but was unsuccessful. The lens was explanted and replaced with a different model. The surgeon did not notice whether the foreign material was still present after the lens was removed. Additional information has been requested.